Event description:
Per the clinic, the patient developed a serious skin flap infection at the implant site (specific date not reported). Subsequently, the patient was hospitalized and was treated with IV antibiotics (specific date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2026. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.